Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected revision for a technology upgrade. The recipient reportedly experienced decreased performance. In addition, a CT scan reportedly determined the implant array was folded over. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was kinked. This is believed to be related to the return reason. Slices on the large tubing were also observed which is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires by the small tubing. This is believed to have occurred during revision surgery. System lock was verified. One electrical test did not pass due to the condition of the electrode array. The device passed some of the electrical tests performed. This device was explanted for medical reasons. However, this device was kinked which is believed to be related to the return reason. Slices on the large tubing as well as broken wires on the small tubing were also observed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section h.10/h.11. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was kinked. This is believed to be related to the return reason. Slices on the large tubing were also observed which is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires by the small tubing. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused impedance values on several channels to be out of range. The device passed some of the electrical tests performed. This device was explanted for medical reasons. However, this device was kinked which is believed to be related to the return reason. Slices on the large tubing as well as broken wires on the small tubing were also observed. This older device configuration is not currently manufactured. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.